Event description:
It was reported that optional monitor shelves had become detached from their mounting poles. Failures were reported to have occurred during installation and during use when nurses attempted to swivel the shelf to change its position. No injuries or damage to other equipment has been reported to have occurred.